Event description:
Sorin group (B)(4) received a report that after processed blood was reinfused, the pt's blood pressure dropped. Reinfusion was suspended. The cells were again washed and a new reinfusion bag was filled. Upon reinfusion, the blood pressure again dropped. The processed blood was filtered through a pall leukodepletion filter. There was no remedial action taken by the healthcare facility relevant to the care of the pt. Pt is fine. The pt was on angiotension converting enzyme at the time of the incident.

Manufacturer narrative:
The anaesthetist stated that pt info could not be released. The incident occurred at (B)(6) in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The ats disposables were returned to sorin group (B)(4) for eval. A printout of the processing procedure from the autotransfusion machine was also provided. Visual inspection of the re-infusion bag showed no evidence of macroaggregates or clots. The printout was analyzed by an (B)(4) specialist. The data showed no deviation in the processing parameters. A literature search revealed that sudden hypotension events have been reported on pts treated with angiotension converting enzyme (ace) inhibitors undergoing reinfusion with blood filtered through a leukodepletion filter. No further action deemed necessary.